Event description:
It was reported that approximately 10 hours post a 2.5 x 15 mm promus stenting procedure of the left anterior descending artery, stent thrombosis was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the lesion was not pre-dilated prior to implanting the promus stent. It should be noted the instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the initial medwatch report submitted, additional information was received reporting that the stent was placed with no pre-dilatation. Thrombectomy was performed with a thrombus aspiration catheter. Reportedly, an intra-aortic balloon pump (iabp) was placed and the patient was transferred to the critical care unit; however, has been discharged from the hospital. Though requested, no additional information was provided.